Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarms, had a cracked battery cap that was hard to remove from the pump, and the pump was squirting out insulin during priming. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer could not be reached. The insulin pump will not be returned for analysis.